Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a valve stick down occurred after removing a syringe. This resulted in blood leakage. After several seconds, the product returned to normal positioning.